Manufacturer narrative:
Enough testing was done to dispute claim. Unit remains to be tested on automated test fixture.

Event description:
Home care dealer reports the user's (parents) comments that the monitor reported multiple heart slow and apnea lights but never gave any audio alarms. The parents say, they were with the baby the whole time.